Manufacturer narrative:
According to the customer on (B)(6) 2023 they were "walking in their kitchen when the screw 6 inches up from the bottom of the cane came loose and forced me to lose my balance". Per the customer they fell on the kitchen tile floor and experienced a "dislocated right shoulder and cut on their eye receiving 11 stitches". Per the customer the device was purchased from cvs on (B)(6) and is used daily. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023 they were "walking in their kitchen when the screw 6 inches up from the bottom of the cane came loose and forced me to lose my balance".